Event description:
It was reported that the patient had a pain pump and was unable to have their pump battery ¿charged¿ due to interference ¿from/with their ICD". The patient was told prior to the case that they were not contraindicated. The device manufacturer implant registry had no registered pain pump listed for the patient. The device manufacturer representative requested records from the patient¿s pain health care provider (hcp) to confirm a pain pump and to test interference. There were no patient symptoms associated with the event. The patient¿s status at the time of the report was listed as ¿alive ¿ no injury¿. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).